Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. Beckman coulter (bec) customer technical support (cts) assisted the customer with replacing the aspirate probes and peristaltic pump tubing connected to the aspirate probes. All verification testing passed within published instrument and assay performance specifications after the components were replaced. In conclusion, the cause of the elevated, non-reproducible troponin I (access accutni+3) result is due to a system malfunction. No one part can be implicated as the sole contributor in this event as multiple components were replaced by the customer.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the access 2 immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was retested using alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the laboratory's normal reference range, was obtained. The customer stated the elevated, non-reproducible access accutni+3 result was reported from the laboratory. The customer was not aware of any change or impact to patient care or treatment in association with the event. The customer obtained unacceptable access accutni+3 quality control (qc) recovery before and after the event. The laboratory attempted to recalibrated access accutni+3 after the event, however; the calibration failed. The laboratory completed a patient sample comparison study and determined the study results associated with the access 2 immunoassay system serial number (B)(4) were unacceptable. The sample was collected in a plasma heparin tube. The sample was centrifuged for ten (10) minutes at room temperature. The customer did not provide the speed at which the sample was centrifuged. No sample integrity issues were reported by the customer.